Event description:
Rn went to attach controller to monitor. The monitor cable would not click into the controller. Upon inspection one of the three prongs was bent inside of the controller portion. Another cable and monitor were attempted and the problem persisted. System controller was replaced with patient back up system controller.